Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing a tremendous amount of pain during and after the insertion of the trial leads. It was noted that the patient will be getting an MRI and x-ray to see if there was any damage to the spine. Reprogramming was performed but nothing seemed to help with the pain. The patient underwent a lead pull procedure.

Event description:
It was reported that the patient was experiencing a tremendous amount of pain during and after the insertion of the trial leads. It was noted that the patient will be getting an MRI and x-ray to see if there was any damage to the spine. Reprogramming was performed but nothing seemed to help with the pain. The patient underwent a lead pull procedure. Additional information was received that the patient was still in a lot of pain from the trial procedure and could not get out of bed.